Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers 13k14h25 and 3l12h25 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient complaints: (B)(4).

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On an unknown date the patient was treated with intraperitoneal (ip) cefurixine daily (dose not reported). The cause of the peritonitis was unknown. The patient was discharged 6 days after admission. On an unreported date the patient was retrained on technique. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 3 of 4 involved in this peritonitis event.